Event description:
The patient died due to unknown cause on (B)(6) 2018. Paramedics reported that they did not see capture on the ECG while tending to the patient. The device was explanted by the coroner on (B)(6) 2018.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient died due to unknown cause on a unknown date. Paramedics reported that they did not see capture on the ECG while tending to the patient. The device was explanted by the coroner.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The patient died due to unknown cause on a unknown date. Paramedics reported that they did not see capture on the ECG while tending to the patient. The device was explanted by the coroner.